Event description:
It was reported that during preparations for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 2.75x28mm taxus liberte drug eluting stent had been selected to treat an unspecified lesion. While preparing the device, the "mesh of the wires of the stent" was separated. The device did not contact the patient. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: a unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record for this batch found that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint could not be determined. Product unavailable for analysis